Event description:
A report was rec'd from the user facility indicating that a loss of suction during critical aspects of a liver transplant with resultant inability to recirculate blood.

Manufacturer narrative:
Add'l serial #: (B)(4). Further investigation of the reported issue with the user facility revealed the following: reported vacuum pressure utilized during the procedure exceeded the recommended level as outlined in the operator's manual. Multiple collections reservoirs were attached to the device. There are no instructions in the operator's manual regarding hanging multiple collection reservoirs. All four devices were tested and confirmed to be working appropriately. (B)(4) will advise terumo to have a clinical specialist review usage of device and situations as listed in this report.